Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
(B)(6) - envision ide study, (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. The length of the patients membranous septum was 3.5mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, after the pre-bav, the patient's rhythm went into complete heart block (chb). Back-up temporary pacing was administered. The tavi implant procedure commenced and was completed, however, the chb persisted at the end of the procedure. The implant depth of the valve was 3.89mm ncc and 7.46mm lcc. The physician decided to place a transjugular temporary pacemaker and monitor the patient overnight. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product. The patient was stable throughout and following the tavi procedure. On (B)(6) 2025, the patient was noted to be in left bundle branch block and a permanent pacemaker was implanted.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported unexpected medical intervention, hospitalization, and surgery were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Crd_1066 - envision ide study, (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. The length of the patients membranous septum was 3.5mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, after the pre-bav, the patient's rhythm went into complete heart block (chb). Back-up temporary pacing was administered. The tavi implant procedure commenced and was completed, however, the chb persisted at the end of the procedure. The implant depth of the valve was 3.89mm ncc and 7.46mm lcc. The physician decided to place a transjugular temporary pacemaker and monitor the patient overnight. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product. The patient was stable throughout and following the tavi procedure. On (B)(6) 2025, the patient was noted to be in left bundle branch block and a permanent pacemaker was implanted.